Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an increase in lv pace impedance measurements over the last month, most recently, measuring greater than 2000 ohms. There was some noise observed on the left ventricular (lv) lead, but no oversensing or asystole as a result. In addition, the device had several stored pacemaker mediated tachycardia (pmt) episodes. Upon further review of the pmt episodes, it was not true pmt. During one of the most recent pmt episodes, there was possible loss of bi-ventricular capture exhibited. The electrogram (egm) show that there is undersensing of the r-waves in which the r-waves are falling into blanking period resulting in the device providing pacing to the rv/lv right after rv/lv sensed event. Technical services was consulted and recommended further device evaluation in addition to device optimization. The device remains in service at this time. No adverse patient effects were reported.